Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, the reported phenomenon could occur due to the electrical signal line of the ccd unit detached or been short-circuit.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that a scope communication error (b30) occurred during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) co., ltd. And found the following: the angle of the bending section was non-standard. The universal cord was bent and wrinkled. The rubber adhesive of the bending section was worn and there was a gap. There was no report of patient injury associated with this event.